Manufacturer narrative:
(B)(4). Customer reports: screen cracked and top of screen. Rfr: damage (physical or cosmetic). The following cosmetic damage was noted during visual inspection: minor scratched display window, case and keypad overlay. Cracked and bleeding lcd glass. The p-cap / reservoir locked properly during testing. No damage on the retainer during visual inspection. Unable to perform displacement test due to physical damage to lcd glass. In conclusion the customer complaint of cracked lcd display was confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked on a top of screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.